Event description:
While attempting to obtain wedge pressures during a clinical procedure, the balloon of the catheter could be inflated only with considerable difficulty and then it would slowly deflate. The balloon was allowed to deflate maximally and then the catheter was removed from use. Another catheter was introduced and functioned satisfactorily. No pt ill effects were sustained.